Manufacturer narrative:
Additional information: h10: the device was received for evaluation. During functional testing, bad pressure sensor was reproduced. A review of the event history log revealed 'reload set' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream sensor being out of calibration. The force sensor calibration requires to address this issue. Functional testing was performed and did not identify any issues related to the customer reported condition 'door detector not working'. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a bad pressure sensor and the door detector was not working. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.